Event description:
Patient reported obtaining back-to-back blood glucose results of 259 mg/dl and 129 mg/dl, while using the suspect device. Patient indicated that at the time, the results were obtained, he was feeling like blood glucose was low. Patient self-treated by eating. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the returned of the suspect product and replacement product was shipped.